Event description:
It was reported a catheter became stuck. An opticros hd was used to image the severely calcified and severely tortuous lesion. During removal of the opticross hd catheter, it became stuck and the outer catheter got stretched. It was successfully removed from the patient and replaced with another imaging catheter. There were no patient complications.